Event description:
The customer reported that the mp50 is displaying a speaker error message. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.